Event description:
During the procedure, a leak was noted in the valve. This was only noticed once the transseptal wire and dilator were removed. During preparation of the agilis, the technician may have inserted the dilator at the wrong angle or through the valve side wall.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.